Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding loosening and migration of the shell involving a primary tritanium hemi cluster hole cup 56mm was reported. The event was not confirmed. Device evaluation not performed as the device was not received for evaluation. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. There have not been any other events for the specified lot. The stem was reported to be well fixed. The exact cause of the event could not be determined because further information is needed to determine the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported patient had a right hip revision due to the cup loosen and rotated into vertical position. The stem was well fixated . Sales rep is only allowed to provide implant sheet. No other records available per hospital policy.

Event description:
It was reported patient had a right hip revision due to the cup loosen and rotated into vertical position. The stem was well fixated . Sales rep is only allowed to provide implant sheet. No other records available per hospital policy.